Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique described as the patient made a mistake. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and fungal peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 2.5% ultrabag therapy (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, dianeal pd2 ultrabag therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique, described as patient made a mistake. On a (B)(6) 2012, the patient experienced fungal peritonitis. The patient was not hospitalized. The cause of the peritonitis was the break in aseptic technique. On an unreported date the patient was treated with refline (1gm, ip, daily) and vancomycin (1 gm, ip, frequency not reported). It was not reported if the patient received re-training regarding aseptic technique. The patient was recovering from the event of peritonitis. Outcome for the break in aseptic technique was not reported.